Manufacturer narrative:
Concomitant medical products: product ID: 8709, serial# (B)(4), implanted: (B)(6) 2002, explanted: (B)(6) 2019, product type: catheter. Other relevant device(s) are: product ID: 8709, serial/lot #: (B)(4), ubd: 07-may-2004, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via manufacturer representative (rep) regarding a patient who was receiving gablofen, 2000 mcg/ml concentration at 575 mcg/day dose via intrathecal drug delivery pump for intractable spasticity. It was reported that catheter would not aspirate through side port. No environmental/external/patient factors that may have led or contributed to the issue were reported. Side port aspiration was attempted. Older catheter was completely explanted and new ascenda catheter was implanted. At the time of this report, the issue had resolved and patient status was alive-no injury. No further complications were reported.